Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient's implant "didn't do the job" in terms of helping the patients problem, as they still have the problem. The caller stated that the entire scs system was explanted 5-6 years ago. No further complications were reported or anticipated.